Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per customer" the original sample was slightly hemolyzed and cloudy. Bhcg qc has been within the customer's established ranges. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive beta human chorionic gonadotropin (bhcg) result generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the physician. The sample was repeated on the same unit and lower result, which better matched the patient's clinical picture, was obtained. Unknown if patient treatment was impacted by this event.